Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a non sustained right ventricular oversensing alert (nsrvo) due to post-paced t-wave oversensing (pptwos). Programming changes were made in order to address the issue. No patient consequences reported.